Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the low-pressure issue was due to faulty manifold. However, the specific cause of the damaged manifold was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the high flow insufflation unit; there was an abnormal flow. There was no delay, and the patient was not under sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the manifold unit was damaged, and the damper was also damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.